Event description:
It was reported that the camera head had separated and disconnected. No other devices were involved in the event. There were no reports of patient harm.

Manufacturer narrative:
Health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found additional findings: there was no image, the lens of the main unit was scratched, and adhesive was found on the camera body. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the disconnection could not be identified based on the information obtained from this complaint and the results of the investigation. It was likely that the main unit's imaging and camera cables were flooded, resulting in the inability to communicate normally and the failure to produce images. Because the cover on the main unit side was damaged, the airtightness of the product was not maintained, and the main unit image capture and camera cable were likely to have been flooded due to moisture that entered inside the product. This scratched lens was newly confirmed during equipment inspection by the repair department. The cause of the occurrence could not be identified based on the information obtained from this complaint and the investigation results. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.